Event description:
A report was received that the patient had a moderate infection at the extension cable site. Patient underwent an explant procedure to remove the device and was treated with medication. Patient status is unknown, but it was reported that the issue is resolving. Physician assesses this event to have a causal relationship to procedure, stimulation, and hardware.

Manufacturer narrative:
A review of the manufacturing documentation for the nm-3138-55 serial number (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Updated information was received that the patient had been admitted on (B)(6) 2019 due to bulging of the electrode and an ulcer in the left retroauricular area which was moderate in severity. There was no evidence of the device coming out and the patient was afebrile. The patient underwent wound debridement and was treated with antibiotics and was discharged on (B)(6) 2019. On (B)(6) 2019 the patient underwent an explant procedure to removed the left lead extension and was treated with antibiotics.

Event description:
A report was received that the patient had a moderate infection at the extension cable site. Patient underwent an explant procedure to remove the device and was treated with medication. Patient status is unknown, but it was reported that the issue is resolving. Physician assesses this event to have a causal relationship to procedure, stimulation, and hardware.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that the patient had a moderate infection at the extension cable site. Patient underwent an explant procedure to remove the device and was treated with medication. Patient status is unknown, but it was reported that the issue is resolving. Physician assesses this event to have a causal relationship to procedure, stimulation, and hardware.